Event description:
Device was returned for service. During service, technician found the motor had low power and trigger gets stuck. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, it was revealed that the hose was in poor condition. This was attributed to normal wear. Maintenance was performed on the service bearings and shaft. Placeholder.